Event description:
The dealer states this was just repaired on ra (B)(4) in (B)(6) and again has the same issue. It never went out to a consumer. The dealer pulled it out of the box to send to a consumer and found it was yellow lighting.